Event description:
It was reported that there was unexpected battery longevity. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: no internal short occurred in the battery. The lithium (li) anode was intact along its entire length, with localized discharge along the edges and no li severing. Product event summary: the device was returned and analyzed. Analysis was inconclusive. Visual and x-ray inspections revealed no anomalies. The current drain during the week of (B)(6) 2013 to (B)(6) 2014 was 22¿a approximately. Then the current drain increased to 34¿a from the week of (B)(6) 2014 to the week of (B)(6) 2014. When the device was powered by an external supply, it was fully functional with nominal system current drain. The device functioned nominally with regards to pacing output, lead impedance, regulated supply, and reference voltages. The device passed diagnostic system testing which included interconnect, fault grade, and random access memory (ram). Since a high current drain condition was not present, the cause of the depleted battery was not determined. No hybrid anomalies were observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45, lead, (B)(6) 2012; 4195-88, lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 68% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.